Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high threshold measurements and high out of range pacing impedance measurements. Additionally, the device was noted to have reached elective replacement indicator (eri) approximately four months ago. The health care professional (hcp) inquired about remaining longevity. Boston scientific technical services (ts) discussed end of life (eol) device behavior and lead testing options. Subsequently, a revision procedure was performed approximately two months later. The device was successfully explanted and replaced. The rv lead was capped and surgically abandoned and a new rv lead was implanted without incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.